Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that no audio output occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. On (B)(6) 2023 around 1:05 pm, the patient was walking in her kitchen when she experienced hypoglycemia and her continuous glucose monitor (cgm) reading decreased to 51 mg/dl, however her mobile app did not make a sound or alarm to warn for hypoglycemia. She was not aware and lost consciousness. Her daughter found her and treated the patient with orange juice. There was no blood glucose (bg) meter reading taken at that time. At the time of the report, the patient was still tired, and the cgm reading was 86 mg/dl. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.